Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin result for one patient sample. The architect generated an initial troponin result of 392.66 ng/l and a repeat troponin result of 143.9674 ng/l. A high sensitivity troponin result of 143.9674 ng/l was generated. The false positive troponin result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Since the lot number was unknown, accuracy testing of a representative lot was reviewed to demonstrate acceptable assay performance. An internal troponin-I panel was tested with retained kits of reagent lot 17200un13, and acceptance criteria was met. Tracking and trending identified no atypical complaint activity and no adverse trend related to discrepant patient results. No malfunction and no product deficiency were identified.

Manufacturer narrative:
Catalog number: the investigation determined the catalog number is 02k41-28.